Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndr ome. It was reported that the patient had a 375 implantable neurostimulator (ins) code, indicating antenna failure. A replacement antenna was sent. The patient also stated they have been without therapy for a while now and has had a return of pain in the lower back/hips. The patient also noted recharging got to where a full charge only lasted one day. The patient stated at that time, they could feel it down their legs, indicating the battery going dead. The patient noted their last recharge was over a month ago. The patient was redirected to their healthcare professional (hcp) to address likely overdischarge, symptoms, and to assess programming/recharging. No further complications were reported/expected.